Manufacturer narrative:
The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete. Additional information in section e: phone number: (B)(6). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56 mm evoque procedure in tricuspid position. Approximately between four and six days post procedure, a valve thrombus was confirmed via imagery. Patient was symptomatic, under life threatening conditions. Tricuspid regurgitation (tr) pre-procedure was torrential (5+), reduced to trace (0+) post-procedure. There was no para or transvalvular regurgitation. No positioning problems post-procedure were identified. The valve was deployed between 0-5 mm from the annular plane.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, b7, g3, g6, h2, h6, and h11. Additional information from b5: post-operative day (pod) 10, the patient developed respiratory deterioration requiring ICU admission. Initially treated with non-invasive ventilation. Ultra-low-dose thrombolysis was initiated. Clinical decision-making was complex due to frailty and poor overall condition. Treating physician perceived slow clinical improvement under ultra-low-dose thrombolysis. Despite partial improvement continue palliative treatment only. There was no further diagnostic or therapeutic escalation. There were no additional echocardiography, further CT imaging, or invasive interventions. Pod 19 patient passed away. Additional information from b7: elderly and frail patient with poor general condition, wheelchair-bound, relevant medical history includes a known intracranial hemorrhage, existing advance directive / patient decree. The complaint for "thrombus formation (device) - post procedure" was confirmed with empirical evidence via information reported by edwards clinical specialist. Information indicates that the root cause of device failure was primarily due to patient-related factors. According to the reported event, the patient presented with a baseline rhythm of atrial fibrillation, causing irregular blood flow and a relevant medical history including a previous intracranial hemorrhage. All these factors might have increased the risk of thrombus formation. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential patient risk factors such as inherited coagulation disorders (e.g., factor deficiencies such as viii, ix, xi, xiii; protein c/s deficiency), acquired hypercoagulable states (e.g., cancer, antiphospholipid syndrome) or therapy related complications (e.g., resistance to oral anticoagulants or antiplatelet therapy, medication non-compliance) can contribute to increased risk of thrombosis or leaflet thickening. Post-procedure or late valve thrombosis and halt are complex processes triggered by the interaction between the host and the implanted device, which are highly variable among patients. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56 mm evoque procedure in tricuspid position. Approximately between four and six days post procedure, a valve thrombus was confirmed via imagery. Patient was symptomatic, under life threatening conditions. Tricuspid regurgitation (tr) pre-procedure was torrential (5+), reduced to trace (0+) post-procedure. There was no para or transvalvular regurgitation. No positioning problems post-procedure were identified. The valve was deployed between 0-5 mm from the annular plane. Post-operative day (pod) 10, the patient developed respiratory deterioration requiring ICU admission. Initially treated with non-invasive ventilation. Ultra-low-dose thrombolysis was initiated. Clinical decision-making was complex due to frailty and poor overall condition. Treating physician perceived slow clinical improvement under ultra-low-dose thrombolysis. Despite partial improvement continue palliative treatment only. There was no further diagnostic or therapeutic escalation. There were no additional echocardiography, further CT imaging, or invasive interventions. Pod 19 patient passed away.